Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device was unable to secure the cutter. Device as not used in surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.